Event description:
It was reported that 10 bd alaris pump module smartsite infusion sets were clogged. The following information was provided by the initial reporter: tubing primed by gravity w/o issues. When placed into channel to infuse tipids to the patient that tubing would not infuse & channel kept alarming. All clamps open & tubing positioned into the channel correctly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: one used sample model 2432-0007 was returned for investigation. Prior to functional testing the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. Set was attached to an IV bag containing blue dye water and allowed to prime with gravity. Set was successfully primed. An infusion run was performed at 42 ml/hr for 1 hr. No occlusion was observed. The customer complaint that when placed into channel to infuse lipids to the patient that the tubing would not infuse and channel kept alarming could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2432-0007 lot number 21115915 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21115915 regarding item #2432-0007. H3 other text : see h.10.

Event description:
It was reported that 10 bd alaris pump module smartsite infusion sets were clogged. The following information was provided by the initial reporter: tubing primed by gravity w/o issues. When placed into channel to infuse tipids to the patient that tubing would not infuse & channel kept alarming. All clamps open & tubing positioned into the channel correctly.